Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of symptoms/ae: post procedure. It was reported that one day post an uneventful left common carotid artery stenting procedure where two stents were placed, the patient experienced a non-st elevation myocardial infarction. Heparin was given as treatment. The following day, the patient had a left cardiac catheterization and a stent was placed in the left anterior descending artery (lad). The patient was discharged to home two days later. Although requested, there is no additional information available. Choice study event.

Manufacturer narrative:
The stent remains in the patient. The lot history was provided. Review of the device history record for this lot did not produce any findings relevant to this report.